Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs result from the cobas e 801 module. The result from the first sample from the patient was <3 pg/ml with a data flag. The result from a second sample from the patient was 32.1 pg/ml and was reported outside of the laboratory. The result from a third sample from the patient was <3 pg/ml with a data flag. The result from the second sample was questioned by the physician. The sample was repeated on (B)(6) 2019 and the result was <3 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 34585000 with an expiration date of 31-dec-2019. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.